Event description:
When the left pump on switch was depressed on the bvs console, the console started pumping but the display read "to stop pumping depress off switch twice". A backup console was used with no impact to the pt. A biomed field svc examined the console and replaced the digital input/output board. There have been no further problems.